Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine ultra¿ pen needles 31g x 8mm - easyflow¿ / pentapoint¿ the needle broke off in the skin. The following information was provided by the initial reporter: the customer reports that the needles break off when they are pulled out. He already had several stuck in the skin of his abdomen.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h10.

Event description:
It was reported while using bd micro-fine ultra¿ pen needles 31g x 8mm - easyflow¿ / pentapoint¿ the needle broke off in the skin. The following information was provided by the initial reporter: the customer reports that the needles break off when they are pulled out. He already had several stuck in the skin of his abdomen.